Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported a pin from the instrument became detached and lodged in the patient's bone. The operating surgeon was able to retrieve the lodged portion. No additional patient consequences were reported.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The nexgen tibial jig was not returned with the complaint for review and no photos were received; therefore the condition of the component is unknown. It is unknown how many times the device was used in the field, but it was noted that the instrument concerned has been in clinical use at the hospital for a number of years. A DHR review could not be performed due to insufficient information. This device is used for treatment. A complaint history review could not be performed, as part and lot number are unknown. A definitive root cause cannot be determined with the information provided. This complaint could not be confirmed because the broken device was not returned for evaluation and no photos of it were provided.

Event description:
It is reported that the pin from instrument became detached.